Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material (white fibers) was adhered to the air/water nozzle, however, the specific material could not be conclusively identified. It was noted that the material did look like brush bristles. Additionally, the cause could not be specified. The nozzle was not reported to have been deformed or damaged. The following information was provided regarding the user's reprocessing methods: - the user inspected air/water flow function before procedure. - the user used the air/water channel cleaning adapter (mh-948) when feeding air/water. - the user used lint-free cloths for reprocessing. - the user brushed with non-olympius cleaning brush - the user did not brush the air/water cylinder and air water channel. It is likely that foreign material could not be removed since water became more viscous due to the simethicone that was added, which was fed through the channel. The event can be prevented by following the instructions for use (IFU) which state: "operation manual_ inspection of the objective lens cleaning function warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection" olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of "blockage in air and water duct". The issue found during a therapeutic endoscopic submucosal dissection (esd) procedure. According to the report , it was stated" the procedure used a hybrid set maj-2207 and maj- 1652 (lot numbers not provided) to rinse and clean the lens of the scope. Infacol (against foaming in the colon) was added to the fresenius water bottle. Given the use of the hybrid set, this fluid also flowed through the water channel of the endoscope. Possible blockage of water channel due to water + infacol making the substance more viscous". The intended procedure was completed using a similar device . No impact to the patient was reported. No harm, no user injury reported due to the event. Device evaluation found foreign material (white fibers) clogged the nozzle. This report is being submitted due to the finding of foreign material in the nozzle (reprocessing issue ) identified during device return evaluation .

Manufacturer narrative:
Completed list- concomitant medical products : maj-2207 (irrigation tubing), maj- 1652 (flushing water tube), infacol, fresenius water bottle. The subject device was received and evaluated . Device evaluation found clogged nozzle. A foreign material described to be a white fibers caught (clogged) in the device nozzle . Air/water flow issues from the air/water flow system were recognized. Nozzle hose found no deformation during inspection . The reported issue of "blockage in air and water duct" was confirmed. The replacement of the nozzle unit is required as a minor repair to return the instrument to the original equipment manufacturer (OEM) specification. Additionally, unrelated to the reported event, wear and tears defects were noted on the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.